Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, it confirmed that malfunctioning of flex viewing pc. Upon troubleshooting, fse found network card communication problem in the flex vision pc. To resolve the problem, fse replaced the flex viewing pc and reloaded the software with a license and return the part for further analysis, and it found failed component was frame grabber card. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. To resolve this, philips has initiated a medical device correction (z-1144-2024). After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot up.the system was not in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.